Manufacturer narrative:
(B)(4). (B)(6). The date of the event onset was reported to have occurred at the end of (B)(6) 2016. The device was received for evaluation. During visual inspection, the tubing was observed separated from the luer lock. The reported condition was verified. The cause was a lack of solvent on the component joints. This is a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink set leaked. The leak occurred during priming. The device was being primed with saline. The exact location of the leak was unknown. The event occurred prior to use; therefore, there was no patient involvement. No additional information is available.